Event description:
The user facility reported that blood slowly drips from the gas outlet during cpb, the entire cpb procedure takes about one hour with a total of seven to eight drops. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Address: requested, unknown. Zip code: requested, unknown. Telephone number: requested, unknown. PMA/510(k): k130493. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Record review: provided image: it was found that blood was adhered to the gas outlet port of oxygenator. However, it was not possible to identify the location of leakage from the image. The manufacturing record and the shipping inspection record of the actual product: no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Based on the investigation result, no anomaly was found in the manufacturing record of the actual product. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. IFU states: : "do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx05 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).